Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for an abdominal aortic aneurysm, which currently measures 7 cm in diameter. The iliac arteries had mild tortuosity. There was thrombus within the aneurysm sac and iliac arteries. It was reported that the patient present with leg pains. A distal type ib endoleak was discovered. The cause of the endoleak was disease progression. The physician elected to implant two covered stent stents from another manufacturer distal of the talent stent graft and then an endurant iliac limb was implanted within the talent and connecting to the another manufacturer's covered stents, which resolved the endoleak. During the procedure, thrombus formed within the other manufacturer's covered stents and endurant stent graft, which required a thrombectomy. The cause of the thrombus is unknown, but may have been caused by not using enough heparin (exact amount of heparin used is unknown). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Incorrect technique/procedure (not enough heparin). Conclusion: operational context contributed to event (not enough heparin).